Event description:
It was reported that during a cystectomy procedure, the device was being closed on a bundle of tissue and blood vessels when the device made a cracking noise. The device was difficult to open. The surgeon tried the manual release button and that did not work. Then the surgeon straightened the device and pushed the handle forward and the device opened. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.